Event description:
Counsel for the patient reported that the patient underwent m2a hip arthroplasty on (B)(6) 2008. Subsequently, it is alleged that the patient was revised on (B)(6) 2011, due to pain and increased metal ion levels.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number fourteen states, "intraoperative or postoperative bone fracture and/or postoperative pain". Number fifteen states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces". This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Maude report #(B)(4) was filed in regards to the same event. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2012-00909 / 00911).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Counsel for the patient reported that the patient underwent m2a hip arthroplasty on (B)(6) 2008. Subsequently, it is alleged that the patient was revised on (B)(6) 2011, due to pain and increased metal ion levels. Additional medical records were received and revealed patient's blood was tested on (B)(6) 2011. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.